Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, device could not cut at all. Another device used successfully with the same generator. There was no patient injury. Medtronic's initial evaluation of the incident device found that the cutting blade was missing and was not returned.

Event description:
According to the reporter, during a procedure, device cutting blade did not work in abdominal space of the patient. Surgeon pulled out and tried 1-2 times outside to check and then blade broke. Another device used successfully with the same generator. There was no patient injury. Medtronic's initial evaluation of the incident device found that the cutting blade was missing and was not returned.

Manufacturer narrative:
(Fdr - c07) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the cutting blade was missing. Likely, broke and was not returned. The jaw dots on the seal plate were worn down, there was no jaw gap. Functional testing found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device did not cut as the cutting blade likely broke off. The device produced re-grasp alarms during sealing, due to the lack of jaw gap. The most likely root cause for the failures found is misuse, re-use and decontamination. No electrical or wiring issues were found. It was reported that there was a device cutting issue. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of seal plate damage. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: this product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse and is therefore intended for single use. Do not engage the cutting mechanism over clips, staples, or other objects as damage to the cutter may occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.